Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2010. During the procedure, the device was cutting too slowly. There was no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Insufficient drive of disposable. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.